Event description:
It was reported that during the use of the device, the laser output was insufficient. There was no patient involved.

Event description:
It was reported that during the use of the device, the laser output was insufficient. There was no patient involved.